Event description:
It was reported that during a stent assisted coil embolization, one of the six implanted coils perforated the aneurysm located in the left internal carotid artery and a subarachnoid hemorrhage occurred. The physician did not know which of the 6 implanted coils perforated the aneurysm and the patient was administered protamine sulfate (dose unknown). It was reported that 18 hours post procedure the patient suffered an asymptomatic cerebral hemorrhage. The physician did not administer any additional treatment due to the hemorrhage. No additional information is available.

Event description:
It was reported that during a stent assisted coil embolization, one of the six implanted coils perforated the aneurysm located in the left internal carotid artery and a subarachnoid hemorrhage occurred. The physician did not know which of the 6 implanted coils perforated the aneurysm and the patient was administered protamine sulfate (dose unknown). It was reported that 18 hours post procedure the patient suffered an asymptomatic cerebral hemorrhage. The physician did not administer any additional treatment due to the hemorrhage. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vessel perforation are known risks associated with such procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device remains implanted.